Event description:
We received a report an intraocular lens was explanted from the patient's left eye after he experienced unexpected post-operative refraction. The reporter suspects the lens is mislabeled. The physician was targeting a +0.02 refraction based upon the iol master calculations and his personalized 119.4 a constant. Post-operative refraction showed a hyperoptic surprise of +1.25. The iol was explanted; he enlarged his incision so that he could remove the iol in one piece. He then implanted a +18.5 d lens and the patient had a +0.25 refraction and visual acuity was 20/25.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens was verified and showed to be within specifications. Diopter measurement of serial number (B)(4) was 17.5d. This is in compliance with the labeled dioptric power 17.5 diopter of this lot number. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the lens was intact. Functional evaluation was performed. The result of the optical measurement was confirmed to be within specifications (17.5 diopters), the labeled power at final inspection. All pertinent information available to the manufacturer has been submitted.